Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgment occurred. The physician attempted to place a taxus express2 3.0x32mm drug eluting stent in the proximal right coronary artery but was unable to cross the lesion. The taxus stent was separated from the balloon and embolized in the pt. A snare was used to remove the embolized stent. The physician went on to predilate the lesion with a 2.5x15mm maverick balloon. A cypher stent was also unable to cross. The procedure was able to be completed with a 3.0x24mm liberte' stent. Info about pt status and complications were not provided.